Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including leak testing was performed and no leak was observed in the returned sample. Clear passage testing was performed and no blockage was found. No issues observed in clamp function testing. The reported conditions were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak by the tubing inside the twist clamp of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. It was further reported that the patient was unable to drain and that no fluid was going in or out. The patient "had no dialysis over the weekend." There was no report of patient injury or medical intervention associated with this event, however antibiotics were administered to the patient. The transfer set was replaced. No additional information is available.